Event description:
It was reported by plaintiff's attorney that "on or about (B)(6) 2011," the plaintiff was implanted with ams elevate anterior and apical prolapse repair system "to treat her pelvic organ prolapse." The plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.